Event description:
The device was "shorting out", vibrating in the doctor's hands, buttons on the device would not work. The team was able to get another device to complete the case. Manufacturer response for orthroscopic ablation and coagulation device, stryker (per site reporter). The manufacturer is going to replace the device.